Event description:
A fire dept responded to an emergency call involving a 44-year-old male in cardiac arrest. It is not known how long the pt was in cardiac arrest and no cardiopulmonary resuscitation was in progress prior to the arrival of the emergency team. Prior to defibrillation, the package containing the electrode pads was opened for use and the emergency crew found a brown gel substance. They opened a second set of pads and found the same brown gel substance. The second set of pads was applied to the pt. The auto external defibrillator showed that the pt was in ventricular fibrillation. The auto external defibrillator charged and delivered two shocks and then displayed a "check electrodes monitoring only" message. Cardiopulmonary resuscitation was performed for five minutes until an advanced life support crew arrived at the scene. The pt was pronounced at the scene.